Manufacturer narrative:
G4: 07mar2020 b4: (B)(6)2020. Central processing unit (cpu) printed circuit board assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The cpu was installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the reported issue was caused by the failure of ic u1 (integrated circuit). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported a ventilator that would not power on. There was no patient involvement or harm.

Manufacturer narrative:
Manufacture date: 05dec2019. Report date: 06dec2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the cpu printed circuit board assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.